Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert had triggered for high undefined pacing impedance. Oversensing indicated to be noise on the electrogram was noted. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.